Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device turned off while in use. The device was in use on a patient at the time the reported issue was discovered. The respiratory technician (rt) was in the patient room when the issue occurred, and the device was removed from the patient without any incident. No patient or user harm was reported. The biomedical engineer (bme) reported to the remote service engineer (rse) that while the device was in use on a patient, it alarmed and then turned off with a black screen. No alarms sounded, and the nurse call system was not in use. The bme verified that the alternating current (ac) outlet that was in use was working properly, and no error codes were noted when the event log was reviewed. The bme also verified that the power management (pm) printed circuit board assembly (pcba) had not yet been replaced. The bme requested service to correct the issue. A service proposal for repair was sent to the bme for approval, but the proposal was not accepted. A philips service engineer was not dispatched onsite to evaluate or repair the device, and no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.